Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the emergency room because she experienced pain at the ipg site (described by the patient as burning sensation) regardless of stimulation on or off. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history.

Event description:
Follow-up revealed the patient had a fusion. Nothing was done to the scs system. No further intervention is scheduled at this time.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the pain was not related to the scs system.